Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported with a description of tears in the periphery of the lens. Surgeon reported that since on two occasions he had to leave the intraocular lens implanted even though it had a peripheral tear.